Event description:
The selector tubing (B)(4) end wasn't flanged and did not fit over the pt port on the selector canister. The nurse was able to finally stretch it over the port using instruments to stretch the end out but it was very difficulty and delayed the tumor removal case for 10 mins as the surgeon was ready to use the cusa selector. The pt was anesthetized when the problem occurred. The date of the event, the age/gender of the pt are unk.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.